Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulties of breathing and shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found evidence of water ingress on the blower and blower box, slight dust/dirt contamination throughout device enclosure, and air path. The manufacturer reviewed the device¿s downloaded event log. The manufacturer found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path that being sourced external to the device.